Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
The device rebooted unexpectedly when the customer selected the suction button. No injury reported.

Manufacturer narrative:
For the investigation the logfiles were analyzed. The user decided not to repair the device, therefore no parts were provided. According to the logfiles the described reboot could be confirmed however it was not possible to determine the root cause for it. It was also not possible to determine whether the selection of the suction button had an influence on the device behaviour or not. In the event that the device performs a warmstart, audible alarms and visual messages would be activated informing the user about the status of the device. The emergency-breathing valve would open allowing spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. After at most 12 seconds savina continues ventilation with all previous settings for ventilation. The device behaved as specified on a detected failure condition.

Event description:
Please see initial-report.